Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: it was reported, during the distributor's inspection of the roadrunner the firm hydrophilic wire guide, an unknown particle was noted inside of the primary packaging of the product. This device did not make patient contact. Investigation ¿ evaluation: an inspection of unused product was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The device was not returned for analysis, however photos were provided. It was evident from the photo that there was an unknown particle inside the packaging. A review of the device history record found one non-conformances related to the reported failure mode. Although this is related to the reported failure, the affected unit was identified and reworked prior to release. Given this information, there is no evidence to suggest that additional product with this issue exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light upon removal from package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A CAPA was previously opened regarding foreign matter and this CAPA was closed to the facilities and environmental controls (fec) workstream and the product and process controls (p&pc) workstreams for ongoing efforts to reduce the levels of foreign matter in cinc products. The investigation has found that the most likely cause for this complaint is manufacturing related, more specifically a quality control deficiency. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code: dqx. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during the distributor's inspection of the roadrunner the firm hydrophilic wire guide, an unknown particle was noted inside of the primary packaging of the product. This device did not make patient contact.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.